Manufacturer narrative:
The system was examined and the reported event was replicated. The touchscreen was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming touchscreen. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported multiple issues of the IV pole will not go up and down, the unit would not reach suction and the touchscreen is not lining up. Additional information has been requested but none has been received to date.